Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The report of a use error was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures. The patient reported that a bag fell during therapy due to a loose connection and that they restarted with the same supplies. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).

Event description:
During troubleshooting for restored power, which occurred on the homechoice (hc) during use, the patient stated they had a disconnection of the solution bag earlier within therapy. They were told by the baxter technical service representative (tsr) to contact their nurse regarding the disconnection. During a follow-up with the hp regarding the reported problem, it was found that the hp did continue with therapy, however, the hp stated they used the same supplies. They stated everything resumed fine. They did discuss the reported problems with their nurse. They stated they have not had any further problems and therapy is continuing well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.